Event description:
The customer received ongoing, questionable ion selective electrode (ise) sodium results randomly on their c501 analyzer since (B)(6) 2011. The customer provided data for five patients with discrepant results reported outside the laboratory. The repeat testing was performed on another c501 analyzer, no serial number provided. The first patient had an initial sodium result of 148 mmol/l accompanied by a data flag. The repeat result was 136 mmol/l. The second patient had an initial sodium result of 156 mmol/l accompanied by a data flag. The physician requested the sample be retested. The repeat result was 139 mmol/l. The third patient had an initial sodium result of 155 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The fourth patient had an initial sodium result of 147 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The fifth patient had an initial sodium result of 159 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The customer deemed the repeat results to be correct. The patients were not adversely affected by this event. The sodium electrode lot number and expiration date were not provided. The field service representative found the rinse unit was out of alignment. He realigned the rinse unit. The customer ran calibration and quality control with no errors.